Event description:
This vmsr report summarizes one malfunction event. Doctor states that the handpice (B)(4) does not hold the burs she is using to treat patient. She is unable to push them in, therefore, when she treats patients the burs fall out.

Event description:
This vmsr report summarizes one malfunction event. Doctor states that the handpiece (B)(4) does not hold the burs she is using to treat patient. She is unable to push them in, therefore, when she treats patients, the burs fall out.